Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b31 occurred, the fibre bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction no image and scope communication error b31 was traced to broken video cable, and the most probable cause of damaged fibre bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had a scope communication error 207 and no image. The event occurred during inspection for use. There were no reports of patient harm.